Event description:
This pt had a left total knee arthroplasty in 12/99 and has had pain and swelling in the knee since that item. Pt had an open synovial biopsy for culture and sensitivity and all cultures were negative. Pt's activities of daily living had decreased to point of requiring intervention. Pt's was admitted to this facility for revision of the left total knee. Intraoperatively, synovitis was present. The tibial component was removed and downsized from size 13mm to 3mm.